Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es whole drawer was failed on the device and unable to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer had failed and required maintenance. A field service engineer (fse) diagnosed the device and replaced the drawer board and module board. Then the fse found in the diagnostics that the latch inseparable magnet was missing and replaced it successfully. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es whole drawer was failed on the device and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.